Event description:
The user reported that during an angiographic procedure the catheter leaked at the hub. No harm or injury was reported.

Manufacturer narrative:
The device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.